Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was returned for analysis. The brake button and advancer were microscopically and visually inspected. The brake button was not in the housing when received. The advancer housing was opened to check for the brake; however, the brake button was not inside. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact.   (B)(4).

Event description:
It was reported that the black button was detached. A 1.25mm peripheral rotalink® plus was selected for use. During preparation, outside patient's body, it was noted that the black button came off and could not be used. The procedure was completed with another of the same device. No patient complications were reported.